Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported the system froze with no system message mentioned. This occurred prior to a surgical procedure. The system was rebooted and operated normally.

Manufacturer narrative:
Additional information is provided in d.10., g.1., g.2., h.3., h.6. And h.10. The company service representative examined the system and was not able to replicate or confirm the reported event of a system freeze/lock-up. Unrelated to the reported event, the ar recalibrated the touchscreen and performed host computer maintenance. No information was provided to indicate nonconformance of the system contributed to the reported event. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).